Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Patient weight was not provided. Additional 510k codes: k011028, k013227.

Event description:
It was reported that internal hex of mount fractured. Doctor reported that when placing the implant (2/3 insertion), internal hex of mount fractured and got stuck in implant. As internal hex could not be removed, doctor had to remove the implant. Another implant was placed instead and the patient is well. Tooth location #13

Manufacturer narrative:
One tapered screw vent implant was returned with the corresponding implant mount and packaging. A visual inspection confirmed that the implant mount has become fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent implant system 5161, rev. 3/12. Instructions for use for screw-vent implants 4869 rev 7-01/16. Information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. For further instructions see the packaging instructions for use on pages 75-76. The implant is supplied pre-attached to a multi-functional fixture mount/transfer for easy delivery. Remove the implant from the inner vial by using one of the delivery instruments (see the next section). Note: the supplied surgical cover screw is located in the lid of the inner vial with an access hole for the gemlock hex tool. Complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. The complaint is confirmed. A root cause cannot be determined. (B)(4). Events or problems were re-entered as these fields are required.

Event description:
It was reported that internal hex of mount fractured. Doctor reported that when placing the implant (2/3 insertion), internal hex of mount fractured and got stuck in implant. As internal hex could not be removed, doctor had to remove the implant. Another implant was placed instead and the patient is well. Tooth location #13